Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds were unstable and the impedance values were noted as low, varying and falling steadily over the past several months on the right ventricular (rv) lead. Oversensing was also noted on the rv lead. This lead was capped and replaced. No patient complications have been reported as a result of this event.